Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that a dialyzer blood leak occurred approximately one hour after the initiation of the patient¿s hemodialysis (hd) treatment. The patient¿s estimated blood loss (ebl) was approximately 250ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The complaint device was returned to the manufacturer for physical evaluation. As it was unknown if the leak was internal or external, the sample was subjected to both a laboratory bubble point test and an external leak test. The sample passed both tests. No leaks were detected ,possibly due to blood residue within the fiber bundle. The sample was then subjected to destructive disassembly at which time a potted fiber fragment measuring approximately 3.0 cm in length was identified at approximately 350° when viewing the dialyzer with the dialysate ports situated at 0°. The opposing end of the fiber could not be isolated. Further examination of the fiber bundle did not identify any damage or irregularities; specifically, loose fiber fragments, kinked fibers, or broken fibers. During the lot history review it was noted that there were no other reported complaints against the lot. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot passed pyrogen testing, was within sterilization dosage parameters, and met all release criteria. The investigation into the cause of the complaint confirmed the reported event.